Manufacturer narrative:
Additional information: date of occurrence, date of (implant) surgery and date of explant estimated as the actual dates were not provided in the initial report. The device is not available; therefore product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Dislodged stent, decreased/impaired vision and hypotony are identified as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Through the social media monitoring, the wife of a trabecular micro-bypass stent patient reported the following. Reportedly, after uneventful cataract plus trabecular micro-bypass stent procedure, the stent had ¿moved¿ postoperatively, and the patient¿s eyesight was ¿very blurry¿. Three (3) weeks post-op, the stent was re-positioned, and the patient¿s iop was at ¿4 and 6¿. Subsequently, the stent was explanted sometime approximately five (5) months post-op. According to the reporter, the sight ¿is not good yet¿ and iop is at ¿30¿ post stent explant. No further details were provided.